Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining a blood glucose reading of "160 and 140mg/dl" on the subject meter, obtained within 20 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged inaccurate readings. The patient reported developing symptoms of "dizziness and sweaty" three to four hours later. The patient reported self-treating these symptoms with an unknown dose of humalog insulin. The patient denied testing on any other device at this time. The reported blood glucose readings fall within lifescan's accepted criteria for precision. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms after obtaining the alleged inaccurate erratic readings.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed as the test strips were found to have results below range when tested with control solution. Product analysis also performed a retain test. The retain test strips failed the performance testing with blood and were found to have low accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.